Event description:
Per the clinic, the patient experienced a skin dehiscence at the r/s site and subsequently, was treated with oral antibiotics (date and duration not reported). The device was explanted on (B)(6) 2021, and it is unknown if there are plans to reimplant the patient as of the date of this report.